Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate erratic results of ¿300mg/dl and "700mg/dl¿ with the lifescan meter, performed within an unknown amount of time from each other. The meter is designed to ony produce a result of up to 600mg/dl; readings greater than 600mg/dl are displayed as "high glucose". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.